Event description:
Implant card was received indicating the patient received a full revision due to high impedance. Per hospital policy, they do not return explants and discard after surgery. No additional relevant information has been received to date.

Event description:
It was reported that during clinic, high impedance was seen on the patient's device after the battery was recently replaced. Information was received that x-rays were performed of the chest area but are not available for review. The physician indicated that they are not aware of the patient having any trauma. No known surgery for the high impedance has occurred to date. No additional relevant information has been received.